Event description:
A healthcare professional reported via literature article to evaluate retrospective study of two year clinical outcomes of combination ab interno canaloplasty and a microstent compared to ab interno canaloplasty in cataract surgery patients. This file is about patient required secondary surgical intervention. There are three medical device reports associated with this report. This is 1 of 3. Trubnik v, huang l, hall b. Retrospective study of two-year clinical outcomes of combination ab-interno canaloplasty and a microstent compared to ab-interno canaloplasty in cataract surgery patients. Clin ophthalmol. 2025;19:1991¿1997.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).